Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with vizigo and concern about sterility occurred. The vizigo sheath displayed physical damage. The caller noted that the sheath was opened and they noticed it was damaged and "mangled". They noticed the packaging for the sheath was also damaged. The outer white box the sheath comes in looked as if it had been bent in half during shipping, with long indented line across the width of the package. And several other dented in spots. Believed the damage occurred upon delivery of the sheath to the facility. The bwi representative was concerned about the sterility of the sheath. The sheath was exchanged and the case continued. The device was not used on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The package was not returned for analysis. A device history review was performed for the finished device batch number, and no internal actions were identified. The package damaged and sterilization compromised issues reported by the customer were not confirmed since the package was not returned for analysis. The instructions for use contain the following recommendations: do not use if package is damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed the following statement was incorrectly reported in section h10 additional manufacturer narrative of the 3500a initial medwatch report. Please consider this removed, ¿note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with vizigo and concern about sterility occurred. The vizigo sheath displayed physical damage. The caller noted that the sheath was opened and they noticed it was damaged and "mangled". They noticed the packaging for the sheath was also damaged. The outer white box the sheath comes in looked as if it had been bent in half during shipping, with long indented line across the width of the package. And several other dented in spots. Believed the damage occurred upon delivery of the sheath to the facility. The bwi representative was concerned about the sterility of the sheath. The sheath was exchanged and the case continued. The device was not used on the patient.